Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 694965, lead implanted: (B)(6) 2005; 5076-52, lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device only lasted 31 months and that the device was at eri (elective replacement indicator). It was also reported that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.